Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and severely calcified below-the-knee vessel. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for post dilatation. However, during the procedure, the device was leaking and a pinhole was noted on the balloon material. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was fine.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and severely calcified below-the-knee vessel. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for post dilatation. However, during the procedure, the device was leaking and a pinhole was noted on the balloon material. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was fine.

Manufacturer narrative:
E1-initial reporter address 1:(B)(6). Device evaluated by MFR. : returned product consisted of a sterling sl balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the distal section of the device is missing. The guidewire lumen is separated 139.2cm from the hub. The balloon is separated 147.8cm from the hub. Microscopic examination revealed no additional damages. The distal section of the guidewire lumen, distal section of the balloon, and the tip are missing. Inspection of the remainder of the device presented no other damage or irregularities.